Event description:
It was reported that the ilet sleep/wake button intermittently failed to respond and only functioned briefly after charging, and the issue recurred over two days until a restart restored expected operation. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included uninterrupted therapy and no alarms or alerts. Investigation included guided troubleshooting and user education, which involved removing the case, cleaning the device, placing it on the charger to unlock, and performing a device restart. Investigation of this case revealed that after restart, the sleep/wake function operated appropriately, suggesting a transient device performance issue localized to the user interface control without impact to insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a temporary, non-reproducible device function anomaly resolved through restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.